Event description:
It was reported that despite frequent movement and repositioning of the pulse oximeter, skin redness/tenderness was noted on the infant's foot. The rash went away after the device was removed, and no permanent damage was expected. Topical antibiotic ointment was used to treat the patient. The infant is in good condition now.

Manufacturer narrative:
A supplemental will be filed once evaluation of the device has been completed.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The returned complaint device was received with medical tape adhered to the backside of the device. The adhesive portion of the device was viewed under 33.4x magnification; there were no signs of excess skin left on the adhesive. The device history record was reviewed to confirm the device met all inspection and testing requirements prior to distribution. The device master record was reviewed to ensure the adhesive tape used on the max-n pox liner passed all relevant biocompatibility tests for contact with intact skin for short term application. Therefore, the most likely root causes of the reported event include use of the device on a patient who exhibited an allergic reaction to the adhesive tape or incorrect application or duration of use of the sensor. Contraindications for use: "this device should not be used in patients who exhibit allergic reactions to the adhesive tape." Instructions for use (IFU): "inspect the sensor site periodically to ensure correct sensor alignment and adhesion. Skin integrity and circulation distal to the site should be checked routinely and the sensor relocated to another site if found to be compromised." "Incorrect application or duration of use of a sensor can cause tissue damage."

Event description:
It was reported that despite frequent movement and repositioning of the pulse oximeter, skin redness/tenderness was noted on the infant's foot. The rash went away after the device was removed, and no permanent damage was expected. Topical antibiotic ointment was used to treat the patient. The infant is in good condition now.